Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp and the rep revised the catheter and replaced pump. The hcp went down to 200 mcg/day and the patient was admitted for observation overnight. He was discharged the next morning doing very well. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10904r20, implanted: (B)(4) 2002, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 30-aug-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 3000 mcg/ml concentration at 1476.9 mcg/day via intrathecal drug delivery pump for intractable spasticity. It was reported that when they went in today for pump replacement a discrepancy in volumes was discovered which led them to check out the catheter- erv: 31.2 ml and arv: 27 ml. There was "a hole" in the catheter near the pump connector. Revision was performed. No patient symptoms were reported. No further complications were reported.